Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: please see attached document for details of the information obtained from the medical records. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: [missing records: records for hernia surgery were not provided.] (B)(6) 2008: (B)(6), iii do. Radiology-CT abdomen/pelvis. History: abdominal aortic aneurysm. Hernia surgery. Impression: two infrarenal abdominal aortic aneurysms. Bilateral common iliac artery aneurysms. (B)(6) 2009: (B)(6), md. History and physical. Chief complaint: multiple incisional hernias. Presents with abdominal pain and discomfort from large incisional hernias. Underwent open abdominal aortic aneurysm repair in (B)(6) 2008. Has felt multiple hernia defects along previous midline incision. Bladder mass noted on CT scan, found to have urethrocele and nonfunctioning left kidney. Past medical history: diabetes. Medications: metformin. Social history: currently disabled. Rare occasional alcohol. Abdomen: with valsalva has large hernia above umbilicus, smaller hernia near umbilicus, appears to have small defect below umbilicus, easily reducible. Impression: multiple incisional hernias, symptomatic. Plan for laparoscopic possible open incisional repair with mesh. (B)(6) 2009: (B)(6) pharmacy. Discharge medication list. Insulin. (B)(6) 2009: (B)(6), md. Discharge summary. Admitting diagnosis: incisional hernia. Discharge diagnosis: incisional hernia, bladder injury. Procedures during hospitalization: laparoscopic lysis of adhesions, repair of bladder injury and incisional hernia repair with mesh. Brief summary: had abdominal aortic aneurysm repair. Developed massive incisional hernias along midline from xiphoid to pubis. Symptomatic. No obstructive symptoms. Hospital course: laparoscopic lysis of adhesions, injury made to bladder, repaired. Incisional hernia repaired with mesh. Discharged home in satisfactory condition. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2019: (B)(6) health. Certificate of death. Death at age 69 years. Place of death: (B)(6) medical center. Immediate cause: multisystem organ failure due to or as a consequence of cardiac ischemia and post-operative bleeding. Manner of death: natural. Autopsy: no. Did tobacco use contribute to death: unknown. Case referred to coroner or medical examiner: no. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1690 and 1930) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2008 through (B)(6) 2019 and not all records received in this time span are relevant to the two gore® dualmesh® plus biomaterial devices. Medical records from (B)(6) 2009 through (B)(6) 2014 were not provided. Patient information: medical history: obesity: (B)(6) 2014: 288 lbs., bmi 35.1, (B)(6) 2015: 297 lbs., bmi 35.2, (B)(6) 2016: 305 lbs., bmi 36.2, (B)(6) 2017: 303 lbs., bmi 36, (B)(6) 2018: 310 lbs., bmi 36.7; diabetes, type ii : (B)(6) 2009: metformin, (B)(6) 2009: insulin; smoking: (B)(6) 2014: ¿former smoker 1½ pack per day since age 15 for 35 years.¿ gastroesophageal reflux disease [gerd]; (B)(6) 2014: anterior abdominal wall abscess; (B)(6) 2014: recurrent incisional hernia; (B)(6) 2018: incisional hernia; (B)(6) 2019: death due to natural causes. Surgical procedures: 1952: double hernia repair; (B)(6) 2008: abdominal aortic aneurysm repair x 3; (B)(6) 2009: laparoscopic lysis of adhesions. Repair of bladder injury. Incisional hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial x2.; (B)(6) 2012: laparoscopic cholecystectomy; (B)(6) 2014: debridement of abdominal wall mesh with repair of recurrent incisional hernia utilizing biologic mesh. Implant: strattice mesh. (B)(6) 2015: repair of recurrent incisional hernia with mesh. Implant: bilayer ventral hernia patch. (B)(6) 2017: laparoscopic enterolysis. Laparotomy with enterectomy x 2. Repair of recurrent incisional hernia. Implantation of biologic mesh. Implant: strattice. Relevant medical information: (B)(6) 2008: CT abdomen/pelvis [a/p]: impression: ¿two infrarenal abdominal aortic aneurysms. Bilateral common iliac artery aneurysms.¿ implant #1 and #2 preoperative complaints: (B)(6) 2009: history and physical: ¿presents with abdominal pain and discomfort from large incisional hernias. Underwent open abdominal aortic aneurysm repair in (B)(6) 2008. Has felt multiple hernia defects along previous midline incision.¿ ¿abdomen: with valsalva has large hernia above umbilicus, smaller hernia near umbilicus, appears to have small defect below umbilicus, easily reducible. Impression: multiple incisional hernias, symptomatic. Plan for laparoscopic possible open incisional repair with mesh.¿ (B)(6) 2009: indications: ¿patient is a 59-year-old man with multiple incisional hernias along a midline scar that stretches from xiphoid to pubis after having had a previous abdominal aortic aneurysm repair. The hernias are enlarging, and symptomatic. He wishes to have them repaired.¿ implant #1 and #2 procedure: laparoscopic lysis of adhesions. Repair of bladder injury. Incisional hernia repair with mesh. [Implant #1: gore® dualmesh® plus biomaterial, 1dlmcp04/06406548, 15cm x 19cm x 1mm thick, oval.] [Implant #2: gore® dualmesh® plus biomaterial, 1dlmcp08/06362824, 26cm x 34cm x 1cm thick, oval.] Implant #1 and #2 date (B)(6) 2009 [hospitalization dates (B)(6) 2019]. Wound classification: unknown description of hernia being treated: ¿entry was gained into the abdomen with an optiview 5 mm trocar in the left upper quadrant after injecting local and making a small incision. There was no injury upon entering. Pneumoperitoneum was obtained. An 11 mm bladeless port was placed in the left mid abdomen under direct visualization and 5 port in the left lower quadrant under direct visualization. A 10 mm 30 scope was inserted and the abdomen was surveyed. There were extensive omental adhesions to the entire length of the midline scar. These were taken down with a combination of blunt dissection, sharp dissection with endoshears [sic] and then when it was absolutely certain that there was no bowel in the omentum, harmonic scalpel was used to take down the remaining omental adhesions. As I worked my way inferiorly, I could see the end of the omental adhesions and had a grasper inferior to the omentum and it was coming through what was felt to be the omentum, the plane between the omentum and the abdominal wall. When a space was entered and it was apparent that the bladder had become adherent up to the scar from previous incision and despite the fact that he had a foley catheter in place, the bladder was decompressed. The dome of the bladder was adherent to the undersurface of the lower abdomen and then injury to the bladder was inadvertently made with the harmonic scalpel. This was recognized and after intraoperative dissection with dr.(B)(6) of urology, the defect was closed with running 2-0 vicryl using an endo stitch with full thickness bites to the bladder wall. The second layer of intraperitoneal fat was then tacked overtop of the suture line with interrupted 2-0 vicryl sutures. The urine was clear without any blood present in the foley catheter. There was no spillage of urine into the abdomen during injury or repair. Patient was given an additional dose of 750 mg of levaquin after the bladder injury and it was elected to proceed with repair of the hernia given that the urine in the bladder should be sterile. At this time, spinal needle was used to measure the length of the defect which was quite lengthy. It stemmed from the xiphoid process down to just above the symphysis pubis. It was 9 cm wide.¿ implant size and fixation: ¿after getting the dimensions, the largest piece of gortex [sic] dual mesh was selected which was still only 34 cm in length. Therefore, a second piece was selected and sewn to the first piece with interrupted horizontal mattress sutures of gortex [sic]. This created a mesh that was 38 x 19 cm in dimensions. Stay sutures were placed with gortex [sic] and it was rolled and inserted into the 11 mm port. It was oriented and unrolled and tied to the abdomen and the stay sutures starting at the xiphoid process were brought up by placing the first stay suture around the xiphoid process with a carter-thompson suture passer. Lateral to suture passer, stay sutures were placed and then finally the inferior stay suture was placed taking care not to injure the bladder with the carter-thompson suture passer that was still adherent fairly high into the anterior abdominal wall. A spiral tacker was then used to tack the mesh circumferentially, and this required placement of two additional 5 mm ports in the right side of the abdomen under direct visualization to complete the tacking. The junction of the two pieces of mesh was tacked together to reinforce the seam. An additional stay suture was then placed approximately every 5 cm around the perimeter of the mesh and then also additional stay sutures were placed superiorly and across the seam of the two joined meshes. There was good coverage of the defect. There was no evidence of any bowel injury or bleeding. The bladder repair was intact and urine was still clear. The 11 mm trocar was removed and the carter-thompson suture passer was used with 0 vicryl to place a figure of eight suture in the fascia and close the defects. The remaining ports were removed and pneumoperitoneum released. 4-0 monocryl was used to close the trocar sites and dermabond was placed over the incisions.¿ (B)(6) 2009: discharge summary. ¿discharged home in satisfactory condition.¿ relevant medical information: (B)(6) 2012: laparoscopic cholecystectomy. [No operative report provided.] (B)(6) 2014 - unknown discharge date: inpatient hospitalization: (B)(6) 2014: ¿here for lower abdominal pain .¿ ¿pain starts in epigastric area and radiates around in a circle. Exam: abdomen: bowel sounds absent. Distended, epigastric tenderness. Left upper, right upper, left lower, and right lower quadrant tenderness. Rebound tenderness. Hernia: incisional and ventral. Impression/plan: hernia anterior abdominal wall. ¿needs to be placed in hospital for surgical evaluation. May be some entrapment.¿ (B)(6) 2014: consultation: ¿months to 2 years¿ history of slowly worsening, intermittent, abdominal pain and swelling. Reports fluid collection on anterior abdomen following laparoscopic cholecystectomy, dr.(B)(6) suggested possibly aspirating fluid. Never performed.¿ ¿over last week pain and swelling intensified considerably leading to evaluation by primary care doctor. Some nausea and vomiting. CT scan of abdomen and pelvis with oral and intravenous contrast reveals no evidence of obstruction or perforation. There is sizable anterior abdominal wall fluid collection in region of previous laparoscopic hernia repair. There appears to be a border posteriorly behind collection between it and intra-abdominal contents. No evidence of recurrent hernia. Within the collection, anteriorly, is a sizable air collection.¿ ¿exam: abdomen: healed midline and laparoscopic incisions. Firm midabdominal swelling that is tender. Less tender laterally and inferiorly. Impression: anterior abdominal wall abscess, seems related to prior laparoscopic hernia repair, although repair is remote.¿ (B)(6) 2014: CT a/p: ¿impression: large fluid and air collection surrounding hernia repair mesh likely postoperative seroma and air if repair has been recently performed.¿ (B)(6) 2014: ultrasound-guided abscess drainage: ¿indication: abdominal distension. Infected abdominal wall mesh.¿ ¿under direct ultrasound guidance and [sic] 18 gauge needle was placed into the preperitoneal collection, puncturing the overlapping mesh. After exchanging the needle over a guidewire, serial tract dilation was performed. A 10-french accession catheter was then placed into the collection with return of noisome purulent material. A 10 ml sample was sent to microbiology for culture and sensitivity. The catheter was secured to the skin with 2-0 and 3-0 prolene and attached to an accordion drainage bag.¿ (B)(6) 2014: microbiology: ¿culture, body fluid: large amount of escherichia coli .¿ (B)(6) 2014: esophagogastroduodenoscopy with biopsy: ¿indication: 64-year-old white male admitted with abdominal pain. Noted to have absence [sic] hernia sac where he had surgery in past and drained by radiologist, last couple days drained almost close to 2 liters or so.¿ ¿complains of upper abdominal pain especially in epigastric region.¿ ¿impression: moderate gastric reflux. Medium sized hiatal hernia. Mild to moderate erosive gastritis in antrum of stomach ¿ biopsies taken and sent for helicobacter pylori infection. No major pathology which should be causing abdominal pain, believe pain most likely related to abscess.¿ explant preoperative complaints: (B)(6) 2014: history and physical: ¿exam: healed midline and laparoscopic incisions. Abdomen soft and nondistended. Mild tenderness anterior mid abdominal wall. No palpable reducible bulges. Drain exiting from right paramedian area with mild surrounding erythema. Impression: abdominal wall abscess. Related to prior laparoscopic incisional hernia repair and surrounding prior mesh. Most recent surgery laparoscopic cholecystectomy in (B)(6) 2012. Plan: debridement of abdominal wall mesh with repair of resulting hernia using component separation and biologic mesh.¿ (B)(6) 2014: indications: ¿this is a 64-year-old male who several years ago underwent abdominal aortic aneurysm repair followed by a laparoscopic incisional hernia repair. Two years ago he underwent a laparoscopic cholecystectomy traversing the previously placed mesh. He has since had progressive abdominal distension and fluid collection. Six weeks ago he require [sic] hospital admission for an acute illness associated with it [sic] abdominal wall abscess. CT scan work revealed abscess collection both anterior and posterior to the mesh. This was percutaneously drained by ultrasound and the drain has remined in place resulting in resolution of symptoms. Procedure is now indicated for debridement of contaminated mesh and repair of the resulting abdominal wall defect.¿ explant procedure: debridement of abdominal wall mesh with repair of recurrent incisional hernia utilizing biologic (strattice) mesh. [Implant: strattice mesh.] Explant date: (B)(6) 2014 [hospitalization dates (B)(6) 2014] wound classification: unknown, operative report: ¿elliptical incision was made encompassing the widened midline scar with a 15-blade knife and electrocautery excising the excess scar tissue. Subcutaneous tissue was dissected and hemostasis maintained with electrocautery. Dissection was carried out in the midline until gore-tex mesh was encountered . Abdominal wall was dissected away from the anterior aspect of the mesh with traction, electrocautery and blunt dissection. Sutures were removed with scissors. Once the mesh was free from one lateral aspect of the abdominal wall of peritoneal cavity was entered. The undersurface the mesh was dissected free from adhesed abdominal contents primarily with blunt dissection and limited electrocautery with care to protect underlying structures. There was a small intestine, colon, and omentum adhesed to the mesh. However, adhesions were not particularly dense and enteral structures safely dissected free from the mesh. Hemostasis of the omentum was maintained with electrocautery. Mesh was then dissected from the other lateral anterior abdominal wall and once free it was passed off as specimen. Flaps were created superficial to the rectus and external oblique fascia bilaterally. The midline fascia was able to be approximated in the midline under minimal tension. This was underlapped with a 20 x 25 piece of strattice mesh. It was anchored circumferentially with interrupted 0 pds sutures full-thickness through the abdominal wall musculature, fascia and peritoneum. Between these sutures interrupted 3-0 vicryl tacking sutures between the peritoneum and the anterior aspect of the mesh were utilized. There was excellent apposition of the mesh to the overlying abdominal wall. The midline fascia was then approximated with a #1 prolene suture. Two separate drains were placed in the left and right paramedian regions anchored with a 2-0 nylon suture and right along the gutters of abdominal wall dissection. Subcutaneous fat was reapproximated with interrupted 3-0 vicryl suture. Skin was approximated with interrupted 2-0 nylon mattress sutures and staples.¿ (B)(6) 2014: pathology report: gross diagnosis: ¿abdominal wall, debridement mesh material. Gross: received in single container in fresh state labeled ¿abdominal wall mesh gross only¿ consists of a single fragment, rectangular, of mesh embedded within fibrofatty tissue. The specimen measures 19 x 13 x 1.5 cm . Cut sections reveal mesh material, pale tan surrounded by fibrous tissue with surface adhesions. No specific lesion is seen. This is for gross examination only .¿ (B)(6) 2014: discharge summary: ¿discharge diagnosis(es): infected abdominal wall mesh status post previous hernia repair and laparoscopic cholecystectomy. Discharge instructions: should do no heavy lifting greater than 10 pounds until cleared.¿ conclusion: #2: gore® dualmesh® plus biomaterial ¿ 06362824. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06362824. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2009 whereby two gore® dualmesh® plus biomaterial were implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred. The complaint alleges that on (B)(6) 2014 an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: "mesh infection and abscess requiring an additional surgery on (B)(6) 2014 and mesh explant on (B)(6) 2014." Additional event specific information was not provided.